Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to a blood glucose level of over 450 mg/dl and high ketone levels. A healthcare provider identified the ketone levels as dangerous. Customer was treated with intravenous fluids of saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Customer alleged the reported issue was due to the pump not delivering insulin. Reportedly, the customer was using fiasp insulin. Tandem technical support educated the customer regarding cartridge/insulin labeling. Reportedly, the customer discussed switching to an approved insulin with a healthcare provider, and the customer reverted to alternate method for continued insulin therapy.

Manufacturer narrative:
Device not returned.